Event description:
The product was used during a laparoscopic herniorraphy procedure. Reportedly, the instrument made a noise and there was tissue burn. The hospital has reported no pt injury occurred.